Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged motor mount, but demonstrated that the pump was operating within required specifications and delivery accuracy.

Event description:
Patient received ems treatment for hypoglycemia.